Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Two days after the onset, the patient was hospitalized for the peritonitis. Treatment for the event of peritonitis was not reported. The patient was not recovered from the peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.